Manufacturer narrative:
The field service engineer replaced the measuring cell and performed preventive maintenance on the analyzer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs and elecsys probnp ii on a cobas e411 rack. The sample initially resulted in the following values: probnp = 81.07 pg/ml with a data flag, troponin t = 47.49 pg/ml with a data flag. The patient and cardiologist questioned the initial results. The sample was repeated on (B)(6) 2025, resulting in the following values: probnp = 1131 pg/ml, troponin t = 75.59 pg/ml. A new sample was collected from the patient on (B)(6) 2025 and tested, resulting in the following values: probnp = 784.6 pg/ml, troponin t = 59.12 pg/ml.

Manufacturer narrative:
The probnp reagent lot number was 799758 and the troponin t reagent lot number was 802256. The reagent expiration dates were requested, but not provided. The flag on the initial probnp value indicated an issue with the measuring cell. The customer replaced a system reagent. The investigation is ongoing.